Event description:
It was reported that the patient presented to the clinic with shortness of breath. Interrogation revealed that right ventricular (rv) lead thresholds had increased post discharge from the hospital for the implantation of a cardiac resynchronization therapy defibrillator (crt-d) four days prior. The clinician increased lead outputs. The next day the patient presented to the emergency room due to alerts from the crt-d. Rv lead tip to ring impedance was found to be high and fluctuating. The lead was reprogrammed again, including a polarity switch to integrated bipolar. Outputs were again increased. It was also noted that due to high thresholds and low impedance on alternative chronic lead, the crt-d had "high current drain" and took "a hit on battery life." An rv lead revision was scheduled. Upon opening the pocket it was determined that the lead pin was not completely inserted in the header of the crt-d. The set screw "appeared to not be visible in the header." The lead was unscrewed and tested through the analyzer. After placing t he lead back into the header, parameters returned within normal limits. The crt-d is expected to be replaced in the future. The rv lead and the crt-d remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694265 lead, implanted (B)(6) 1998. (B)(4).